Manufacturer narrative:
The customer returned one (1) sample for evaluation in used condition without its original packaging. In addition, one photo was provided which did no present any damage that could contribute to the reported failure. Functional testing was performed on the returned sample and a leak was observed in the joint with the tube of the bag. The customer reported failure is confirmed. The root cause was determined to be the rf machine that performs the sealing process on the bag. The sealing machine was repaired to eliminate the weak seal in that area, changing the generator of the equipment who produce the quality of the sealing in the bag. A internal corrective and preventative action was opened to document the investigation efforts to address this reported condition. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release and no non conformance's were identified. Additionally, manufacturing controls are in place to detect leaks and reduce the potential for occurrence during the manufacturing process.

Event description:
The customer reported the inner bag is leaking into the cassette cover. There was no patient injury reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07749 is no longer considered reportable, please disregard any MDR reports associated with it.

Event description:
The customer reported the inner bag is leaking into the cassette cover. There was no patient injury reported.